Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a problem with the old pump so it was replaced. The patient got thrown back against a car by a running dog and then started having issues with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.